Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR was reviewed and no nonconformities were found that would have led to the reported complaint.

Event description:
The complaint/event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer. The reporter stated that the extension set was leaking an unspecified fluid from the clave at the end of the device during patient use. When the facility's staff attempted to tighten it, they did not have success and the set required replacement. There was no report of any human harm; however, a possible unspecified delay in therapy was reported.